Event description:
On (B)(6) 2011 customer reported that they had a modular chemistry (mc) system sample probe error, and that the sample probe was leaking on the dxc 800 pro instrument. Customer technical support assisted customer in disabling the mc system until a field service engineer (fse) could service the instrument. No injuries were reported or erroneous results generated. Fse examined the instrument the same day and discovered the origin of the leak was coming from the mc system sample probe obstruction detector. Fse replaced and calibrated the obstruction detector. Fse also ran a quality control check and verified proper system operation. No further leaks have been reported.

Manufacturer narrative:
(B)(4).